Event description:
It was reported that during an arthroscopic knee procedure the physician was utilizing a tristar 50 icw arthrowand. During the procedure the two wands (different lots) "fell apart in the pts knee". The procedure was completed with a third arthrowand. The manufacturer was unable to determine if all device fragments were retrieved from the surgical site. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, and gender were requested but were not received. Evaluation summary: visual inspection of the device found that the electrode is broken off and the screen is partially detached and twisted. There is also a sharp chip on the spacer, indicating the device came in contact with a sharp object. A review of the device history records found non -non-conformances associated with this manufactured lot. Reference manufacturers report(s): 9019871-2012-00391.